Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling two weeks after a primary total shoulder arthroplasty, tearing her rotator cuff in the process. Because of this, her total shoulder needed to be revised to a reverse shoulder. There were no problems with the revision and none of the implants failed.